Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized with high blood glucose. She had tried to treat her levels with several corrections via the pdm (personal diabetes manager) but her blood glucose never came down, it was elevated for about 12 hours. The patient felt nauseous and called the doctor, who directed her to go to the emergency room; she went and was admitted. The patient was unsure if she was in diabetic ketoacidosis. She reported that she also had a cardiac issue going on, which was being looked into. The hospital took her off the pod and put her on an insulin drip. She intended to use multiple daily injections until she met with her doctor early the following week. No further information regarding this event was provided or able to be obtained.